Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 27-dec-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the clinician "was attempting to remove the peg (percutaneous endoscopic gastrostomy tube via traction removal in office. The patient had their peg in for a few months. The peg tube would not dislodge from the stoma tract after a few attempts. [The clinician] notified a gi (gastroenterologists) physician on site and he came to assist. [The physician] attempted to also pull the tube out of the tract via traction removal and it was noticed that the internal bumper broke off from the tube. It remained [inside] the patient. The patient had to undergo an egd [esophagogastroduodenoscopy], and it was determined the bumper be left to pass on its own."